Manufacturer narrative:
No evaluation possible at this time. The user facility has not released the implants. Upon the receipt of additional information and/or the return of the set screws a follow-up report will be submitted.

Event description:
One (1) month post op x-rays revealed four (4) arsenal set screws had disengaged/backed out from the polyaxial screw bodies. The construct was originally implanted in (B)(6) 2017 from the t10 thru l4. During the revision surgery conducted (B)(6) 2017 an additional two (2) set screws were found to be loose. The disengaged or loose set screws were all located above the patients l1. Replacements were installed bilaterally from the t10 - t12.